Manufacturer narrative:
Product has been requested but as of to date no product was returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Product has been requested but as of to date no product was returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted. Follow up 1: returned product was tested using a peel adhesion test. The measured values for the testing were below the specification. Therefore, this complaint can be confirmed for weak adhesive but not the originally reported "strong adhesive".

Event description:
(B)(6). According to the information received, it was reported that the packaging on the green bags were damaged-they were perforated. Also, the adhesive was so strong that part of the skin of the penis of the end user came off while trying to remove the urisheath.

Event description:
Patient identifier: (B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received, it was reported that the packaging on the green bags were damaged-they were perforated. Also, the adhesive was so strong that part of the skin of the penis of the end user came off while trying to remove the urisheath.